Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the erbe due to the neutral pad intermittently not being recognized. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported that a previous issue on the erbe reoccurred, the neutral pad wasn't recognized by the system, that means that monopolar did not work. The surgeon was no longer able to continue the procedure using an external generator due to the still long operating time and the poor handling with an external foot pedal. There is no further information available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The customer reported that the erbe could not be recovered and the erbe was abandoned. There was a 20-30 minute delay. There was no patient injury as a result of the issue. The procedure was converted to open and the rest of the operation was completed openly. Isi did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have m-02 and c-00 errors in the error logs, but the reported failure could not be reproduced. The unit was able to energize and cauterize with the instruments and all ports recognized the instruments.